Event description:
It was reported that the asymptomatic patient presented for a generator change procedure. Before the procedure, it was observed that the reported pulse generator could not be interrogated. It was concerned that the device exhibited short elective replacement indicator to end of life margin. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.